Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was noted in backup vvi mode without any high voltage defibrillation therapy available after a magnetic resonance imaging (MRI) scan was performed. The user did not program the device to MRI mode prior to the scan. A firmware download and software upgrade were performed to resolve the event and the patient was in stable condition.